Manufacturer narrative:
Baxter technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the malfunction, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that nurse call installation bed exit alarm was not working. There was no patient injury or death reported with this event. It was unknown if any second device was also involved. The reporter did not communicate this event to another baxter department or authority. The device was not requested for service at this time since troubleshooting/inspection will be performed remotely. It was unknown if there were any system alerts or other visual/ audible error indicators present prior to the event.